Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed heater. The device would not heat completely to 40 degrees and it stayed around 35 degrees. They wanted instructions for how to ohm out the heater. The biomed will ohm out the heater using service manual to check for failures and replace if necessary or run a calibration if successful. Per follow up information received, the heating element was bad and they had placed an order for the part which is the heating elements and they are waiting for it to arrive. No additional information or sample is available at this time. Per additional information received, the biomed had the arctic sun device and they replaced the heater. They tried running a calibration and the device was alarming for low water reservoir. The biomed tried to fill the reservoir, it was not taking up any water. The biomed confirmed fluid delivery line was connected and they stated nothing had connected to the fluid delivery line. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that biomed stated the arctic sun device was potentially having an issue heating and wanted to run a functional test to verify. The biomed stated that the device would not heat completely to 40 degrees and it stayed around 35 degrees and they wanted instructions for how to ohm out the heater. The biomed will ohm out the heater using service manual to check for failures and replace if necessary or run a calibration if successful. Per follow up information received via email on 10jul2023. It was reported that the heating element was bad and they had placed an order for the part which is the heating elements and they are waiting for it to arrive. No additional information or sample is available at this time. An additional follow up is not required. Per additional information received via email on 13jul2023. The biomed had the arctic sun device and they replaced the heater on. They were tried to run the calibration but the device is alarming the reservoir is empty. The biomed tried to fill the reservoir, it was not taking up any water. The biomed confirmed fluid delivery line was connected and they stated nothing had connected to the fluid delivery line. Per support/biomed tech via phone on 19oct2023, it was reported that original point of contact was no longer employed at this facility and said that they had no information regarding this device and could not track it down because no serial number was provided.

Event description:
It was reported that biomed stated the arctic sun device was potentially having an issue heating and wanted to run a functional test to verify. The biomed stated that the device would not heat completely to 40 degrees and it stayed around 35 degrees and they wanted instructions for how to ohm out the heater. The biomed will ohm out the heater using service manual to check for failures and replace if necessary or run a calibration if successful.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.